Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump was exposed to water, blank display, and a crack. The customer reported a blood glucose value of 312 mg/dl. The customer reported that the hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-1880, mmt-431ag, mmt-342g. Troubleshooting was performed for cosmetic damage and customer reported that the damage was on case of the battery tube side.and cosmetic damage affected pump's functionality. Troubleshooting was performed for display issue and customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. Troubleshooting was performed for moisture damage and buttons and/or keypad was responsive. Troubleshooting was partially performed for hyperglycemia and the customer was not using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-431ag, mmt-342g. Mmt-1880 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, keypad flex connector, motor and force sensor. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case and cracked case (battery tube). Blank display due to moisture damage on the pcba 1, pcba 2, keypad flex connector, motor and force sensor. Unable to verify customer's high bgs. Cosmetic damage confirmed at battery side. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.